Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 50ml syringe w/spinning spiros, red cap that the customer reported a leak of topotecan during syringe pump administration. They became aware of the issue as spiros can be seen leaking. There was patient involvement and an unspecified adverse event, however, no report of harm. This captures the first of two events.

Manufacturer narrative:
Receive one new list #ch2050, 50ml syringe w/spinning spiros¿, red cap; lot #5000347 and one list #ch3147, 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp; lot #5437383 on september 14, 2021 for evaluation. One new list #ch2050, 50ml syringe w/spinning spiros¿, red cap (lot #5000347) and one new list #ch3147, 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp (lot #5437383) were received and visually inspected. As received, no damage or anomalies were identified on the sample. The returned device was leak tested and no leaks occurred. The reported complaint could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d10 concomitant - 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp, ICU medical, inc. Ln ch3147.